Event description:
It was reported by arjohuntleigh representativel: "during the resident transfer from the bed the left hand shoulder clip broke. The patient fell back onto the bed from approximately 150mm height. There were no injuries, reportedly as a consequence of the event." Reference MFR report # (B)(4).